Event description:
Dr was testing unit before procedure. A biotech was holding the probe and a container of water to fire probe in for testing purposes. Dr activated unit prematurely and biotech received a shock which left a red mark on her hand. She was sent to emergency, where she was given an EKG. There were no issues found, but she was sent home as a precaution. No medical treatment was necessary. When she returned to the hosp, she was checked again, and again medical treatment was unnecessary; she was released back to work.